Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer biomed reported that they had a speaker malfunction error message. They confirmed that the speaker was not producing sound. The device was not in clinical use at the time the issue was discovered. There is not patient involvement.

Manufacturer narrative:
UDI number added.